Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed that the cause of the leak was due to a piece of unsecure funnel that allowed water to overflow during the sterilizer's purging phase. The technician replaced the funnel, observed that during the sterilizer's purge stage no more water was overflowing and resumed the unit to operations according to specification. This unit is under a steris contract agreement for maintenance, and the last preventative maintenance was performed on (B)(6), 2014.

Event description:
The user facility reported a water leak from their 16" century sterilizer. No injuries or procedural delays/cancellations were reported.